Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not reach target position. After long operation time, blood came into the lead and the lead could not be used. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.